Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was then removed without problems. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.